Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: air accumulation won't go away. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to unforeseen issues during the receiving of the samples, it has been determined that the sample was inadvertently misplaced and unable to be located. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.